Event description:
The customer reported that the device failed to generate an spo2 alarm for a measurement that was outside the limit. There was no pt impact.

Manufacturer narrative:
The hospital staff reassessed the pt and resolved the reported issue. A philips field service engineer was informed by the customer that the issue had been resolved and that no device malfunction had occurred. The device remains in use at the customer site.